Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the pump module door at time of removing the disposable tubing set being used. When the patient took the cassette out there was fluid leaking again inside the cassette door. The patient had no adverse effects and did not require any medical intervention. Sample is not available, sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.